Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as reported due to insulin under delivery. Customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Troubleshooting was not performed for high blood glucose level. The device will not be returned for analysis.